Event description:
Patient continued to have red heart and low flow alarms, which could not be explained because when she was switched back to an old controller, the alarm went away.primary cod: circulatory: other specify - refractory septic shock.